Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving an unknown drug at an unknown concentration and dosage via an implantable pump for non-malignant pain. On (B)(6) 2016, it was reported that the patient felt that the pump wasn¿t working. The patient was experiencing pain in their back. The patient noted that they felt the pump was working for the first few days but then just quit.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.